Event description:
Per the clinic, the patient experienced a cholesteatoma in the implanted ear, resulting in the decision to explant the device (date not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the patient's device was explanted (B)(6) 2012. This report is filed (B)(4) 2013.

Manufacturer narrative:
Per the clinic, there are no plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2013. This device is not available for analysis. (B)(4).